Event description:
The pt was being fed using a pump. 500 ml of an enteral feeding solution was hung, and the pump was set to deliver 45 ml/hr. 400 ml were delivered in 1 hour. Following the event, the pt experienced coughing, choking and diarrhea. There was no illness, injury or medical intervention resulting from the event. One pt involved.